Event description:
It was reported during an implant procedure that guidewire was stuck within the lead and was difficult to insert. The physician attempted several times to insert the guidewire into the lead but it was unsuccessful. The lead was replaced and the procedure was completed successfully. The patient was stable.

Manufacturer narrative:
The reported event of wire cannot be entered normally was confirmed. A complete lead measuring 58.4 cm was returned for analysis. Stylet insertion test was performed and it indicated obstruction or restriction at the connector portion of the lead. The lead was flushed and stylet was fully inserted without obstruction/restriction. It was stated that the cause of event was isolated to blood or body fluid.